Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and upon arrival, found imaging system dingus was not in correct location. A seating pin near dingus was also not in correct location. Loosened both dingus and adjusted seating pin. Moved dingus into correct seating position. Operated gantry and performed system checkout. All systems performing to operating standards. Unit is safe for clinical. B01,c07,d02,g0405209,g04028 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000559 ; product ID: bi71000202. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the system experienced a series of issues regarding the gantry doors while in surgery and unable to open. The pendant displayed a door open message, despite the gantry being physically closed. As a result, representative had the site reboot the system, but the message persisted upon reboot. The site attempted to open the system gantry via the pendant buttons. However, the gantry was only able to be opened partially. It was not enough to fully remove the patient. Representative walked the site through lift and shifting the image acquisition system (ias) around the bed with the partially open gantry. The ias successfully cleared the patient/table using this method. No additional information was provided.